Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted after plugging all the leads into the device, that the left ventricular lead had dislodged. The physician elected to reposition the lead and removed it from the header of the device. After repositioning the lead, the setscrew could not be engaged to be tightened down. Several attempts were made to screw if back in, but it was unsuccessful. The left ventricular lead remains in use. The device was replaced with a new device. No patient complications have been reported as a result of this event.